Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 24 mg/dl. The customer stated that he was in bed passed out and the pump was not on threshold suspend. The customer treated the low blood glucose readings with fruit. The customer stated that he had low blood glucose readings and the emt came to his house for assistance. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to speak to his health care provider regarding his low blood glucose readings.